Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the drill bit broke during a hand surgery and the piece was left inside of the patient. Also, the stardrive screwdriver shafts became twisted during implantation of unknown screws causing the screws to strip. The procedure was completed successfully without any further issues. Patient outcome is unknown. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.130.010; synthes lot: 9836615; supplier lot: na release to warehouse date: september 08, 2015, november 23, 2015; manufactured by synthes monument. The material was reviewed, and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Us customer quality investigation flow: damage: visual (appearance not as expected). Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a twisted distal stardrive tip, which agrees with the reported complaint condition. Visual examination under 10x magnification identified that the t4 stardrive tip is slightly twisted in the direction of resistance encountered during screw insertion. DHR review: the returned device was manufactured in 2015 and is approximately 3 years old. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Document/specification review: the screwdriver shaft 1.3/1.5 t4 self-holding (part# 03.130.010) is a reusable trauma instrument in the variable angle locking hand system where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 stardrive recesses. Design drawing and revisions were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: an accurate measurement of the twisted tip diameter could not be achieved at cq because of the post manufacturing damage (significantly twisted). The shaft diameter just proximal to the stardrive tip measured ø2.34mm at cq which is within specification of ø2.35mm +0/-0.05mm per design drawing. Conclusion: a definitive root cause for the tip twisting could not be determined based on the provided information. It is most likely that excessive force during screw insertion occurred and it can be assumed that a mechanical overload led to the deformation of the screwdriver tip. In this relation, the variable angle locking hand system surgical technique guide can be mentioned: "when inserting screws, use a two-finger tightening technique." The reported complaint condition is confirmed, however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.